Event description:
It was reported that there were recurring occlusion alarms with no verification of alarm numbers in the pump history. The occlusion events did not cause the customer's blood glucose level to exceed 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge, resumed insulin use.